Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as a ¿red spot¿, was seen on the hub of a bd venflon¿ pro safety peripheral safety IV catheter before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: 1 unopened actual sample and 5 photos were returned for investigation of this complaint. 3 photos showing the part in unit pack and 2 photos showing the top web with batch information. From the photos, it was observed that there was a foreign matter on the flow control plug. Red fiber like foreign matter was observed to be struck between the needle cap and the flow control plug. The foreign matter was sent for ftir test. Fm stuck between needle cap and flow control plug. Based on the lab analysis report, red fibers, blue fibers and white transparent fibers were observed. It was reported that the red fibers and blue fibers are likely to be a cellulose fiber. The white transparent fibers matches the poly (ethylene terephthalate). Foreign matter was observed to be struck between the needle cap and the flow control plug. Based on the ftir analysis, it was reported that the red fibers and blue fibers are likely to be a cellulose fiber. The white transparent fibers matches the poly (ethylene terephthalate). The probable root cause of the foreign matter, red and blue fibers, could be due to loose fiber from the associate clothing which may have dropped onto the component feeder bowl during topping up of flow control plug or needle hub component. As for the white transparent fibers which matches the poly (ethylene terephthalate), it is likely to be from the flow control plug or needle hub component.